Event description:
The customer reported that the screen was black on the 9800 system. No pt injury was reported.

Manufacturer narrative:
The ge rep conducted an onsite investigation. The generator driver board and igbt module were replaced. No further service info was provided.